Event description:
Customer reported via phone call there that they treated for high blood with a manual injection. The blood glucose reading was 400 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on lcd window.